Event description:
As reported by the distributor - three (3) boxes had an expiration date of 07/2104. It is believed this was a typo from labeling and should be 2014.

Manufacturer narrative:
Evaluation summary: the failure was identified on the box label and several pouch labels within the lot. The cause of the failure is determined to be human error in entering an incorrect expiration date and failure to perform the required label reconciliation for a second run of labels. Corrective actions include: improvements in the data entry process and disciplinary action related to the operator's failure to follow procedure.